Manufacturer narrative:
The device was received for evaluation. During evaluation, the device does not recognize a close door due to the close slide clamp alarm reload set. A review of the event history log revealed "shut door- power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was determined to be damaged upper and lower latch/hook switches. The upper and lower auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed constant close door. No additional information is available.